Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch #mw5153305.

Event description:
Procedure performed: ni event description: medwatch # mw5153305 received 15apr2024 unable to use inzii universal retrieval system with [name] bladeless trocar. Additional information received from [name] on 24apr2024: "I¿m not a clinical person and it looks like a long plastic tube. But we do have the packaging." The product is available for return. Intervention: ni patient status: no clinical signs, symptoms or conditions.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance's that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report#: mw5153305.

Event description:
Procedure performed: ni. Event description: medwatch#: mw5153305 received 15apr2024. Unable to use inzii universal retrieval system with [name] bladeless trocar. Additional information received from [name] on 24apr2024: "I¿m not a clinical person and it looks like a long plastic tube. But we do have the packaging." The product is available for return. Intervention: ni. Patient status: no clinical signs, symptoms or conditions. 25jun2024: updating to npr as the product has not been received after 30 days.